Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, displayed watchdog error. The event happened in the in general patient ward during delivery (medication, dose, programmed amount and delivery rate unknown). . There was patient involvement, however it was also stated that the event happened during treatment and was able to clear the error and continued treatment. No additional information is available.